Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿diet¿, (no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified drug injections (doses, frequencies, and routes were not reported). Pd therapy was ongoing during the treatment. On an unreported date, the patient recovered from the peritonitis event. At the time of this report, dianeal therapies were ongoing. No additional information is available.